Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred in the left atrial appendage. The patient became hypotensive during the transseptal puncture, and a pericardial effusion was noted on the ultrasound. The size of the pericardial effusion was measured using ultrasound every 10 minutes. Because the pericardial effusion did not increase, no pericardiocentesis was performed. The procedure was completed, and the patient was stabilized. It was suspected that the dilator of the sheath had perforated the atrial appendage during the transseptal puncture. There were no alleged performance issues with any (B)(6) devices. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to additional documents in i2k.